Event description:
A report was received that the patient¿s lead was fractured and dismembered as confirmed by an x-ray. The patient will undergo a lead revision.

Manufacturer narrative:
Additional information was received that the patient underwent a lead revision wherein, the lead was replaced with a new one. The patient was doing well following the procedure. The explanted devices were not returned to bsn as they were kept by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's lead was fractured and dismembered as confirmed by an x-ray. The patient will undergo a lead revision.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2138-70 serial/lot #: (B)(4), description: scs 70cm iii lead model #: sc-8116-50, serial/lot #: (B)(4), description: artisan surgical lead, 50cm.